Event description:
Philips received information from the customer site concerning their brilliance 40 CT system. With the system not in clinical use and no patient involved, the customer was attempting to move the patient support vertically in the up direction and reported that when the "up" button on the gantry control panel was engaged, the patient support moved downward and stopped at the down limit. The service order review contact confirmed there was no harm to a patient, operator, or bystander due to this issue. Philips service determined the patient support moving downward when the "up" button was engaged was the result of a failed vertical inverter panel.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).